Event description:
Additional information provided by the customer that there was no patient incident , found during testing.

Manufacturer narrative:
Other text: additional information added to b5,h6 and h10. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis with all tamper seals intact. The battery compartment had contamination. The door was cracked. Performed functional tests. The reported problem was unable to be duplicated by performing functional tests. There were no faults found. The device passed all functional/delivery tests. There were no errors in history. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: performed preventative maintenance on the pump.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave a lec 45982. It is unknown if there was no patient, or clinician injury associated with this occurrence. No further details provided at this time.